Event description:
Some of the bed controls were not functioning for the operating room bed after the patient was on the table and intubated. "Leg down" and slide head" functions were not working properly. Bed was unplugged and re-started. Outlet for bed power source was also switched as well as the control piece. Bed was removed from circulation. Pending bio-med for direction on who will be evaluating the bed. Event entered as "no harm: event reached the person but caused no harm and no intervention or monitoring required.